Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive device would not run, the coupling head was worn and the trigger was sticky. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device returned date: the device returned date was documented as (B)(4) 2014 in the initial report. The device returned date has been updated as (B)(4) 2015. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.